Event description:
It was reported that the patient presented prior to the procedure. Upon device interrogation, it was noted that the implanted right atrial (ra) lead exhibited noise over-sensing resulting in pacing inhibition. Additionally, the right ventricular (rv) lead showed high capture threshold. The ra and rv leads were capped and replaced on (B)(6) 2025. The patient was in stable condition.